Manufacturer narrative:
This report is being submitted as follow up number 1 to provide additional information. Information provided to the manufacturing facility confirmed that the damage to this device was similar to the damage on another device that was used in the same event. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up to further detail the investigation. See report 9681834-2016-00307 for details.

Manufacturer narrative:
The actual device is not available for evaluation. Therefore, the investigation is based upon the user facility information and a retention sample from the reported product code/lot combination. Visual inspection found no anomalies along the total length of the product. Magnifying inspection of the platinum and stainless steel coil segment did not find any anomalies. The outside diameter of the coiled segment was verified to meet manufacturing specifications. The distal segment of the shaft was determined for its fracture resistance and confirmed to meet manufacturing specifications. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no relevant findings. It was reported that two devices were used in this procedure, for that report see MDR 9681834-2016-00307. There is no evidence that this event was related to a device defect or malfunction. The retention sample confirmed to be normal product. The exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported that the involved guidewire device was fractured. Follow up communication with the user facility confirmed the following information: the physician reported that the tip of two rtns devices separating/delaminating from the core of the wire during a procedure; one of the wires became stuck in the corsair and they had to remove both devices together; the catheterization procedure was completed successfully; and the patient was reported as doing fine.